Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 48 mg/dl. The customer was treated for the high blood glucose with a fruit. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The customer sent the old sensor back for analysis. No further information was provided.